Event description:
Per the clinic, the patient sustained a blow to the head, resulting in a dislodged magent and a loss of connection to the internal device. Explant and reimplantation is planned but has not taken place at the time of this report (B)(6) 2011. The implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6), 2011; during the same surgery the patient was reimplanted with another device. This report is filed (B)(4), 2011.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).